Manufacturer narrative:
H11: the device was received for evaluation. A test run was performed, and no alarm occurred during the test run. A review of the event history log identified a system error 21513 (uso sensor failure). The reported condition was verified. The cause of error could not be determined. As a precaution, the uso sensor would be re-calibrated. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had unspecified system error during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). G1: device manufacturer address 1: nothern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. Should additional relevant information become available, a supplemental report will be submitted.